Event description:
The customer reported the battery charge led is going out when battery is charging.

Manufacturer narrative:
(B)(4). The customer reported the battery charge led is going out when battery is charging. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.